Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lead stretched; full lead returned and analyzed. The lead had been stretched so the inner tubing buckled, and prevented the helix from functioning appropriately.

Event description:
It was reported that there was a lead dislodgement. During the procedure, the helix would not extend or retract. It was also reported that the stylet was stuck, and the connector pin was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.